Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this bradycardia device was previously checked and it showed less than six months remaining with 100 beats per minute (bpm). During the recent device check, the device showed two years remaining longevity. Boston scientific technical services (ts) then verified that device had greater than one year remaining based on magnet rate. An attempt to obtain additional information was unsuccessful. This device remains in service. No adverse patient effects were reported.